Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the faulty drawer controller board. A field service engineer replaced the drawer controller board and rebooted station in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had blank screen. Customer checked rss and device was offline. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.